Event description:
The facility reported a colleague infusion pump that keeps getting error message when there is no air in line . It is unknown when this condition occurred, however, it is known to have occurred in the biomedical service department. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "keeps getting error message when there is no air in line" was confirmed in the pump's event history. The root cause of the reported problem was assigned to an air in line printed circuit board. There is no evidence of a repair being made to correct the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported problem was confirmed in the pump's event history. This information was inadvertently omitted in the initial medwatch.